Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that after the device was implanted, the patient underwent av node ablation. After the ablation, oversensing due to noise was observed. Programming changes were made and resolved the oversensing. Patient was fine.